Manufacturer narrative:
Patient country: (B)(6). Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced an infusion set was leaking at site event on 05-may-2024. The site of insertion was arm. The infusion set was in use for 1 day. No further information available.